Event description:
Initial report: this non-serious spontaneous case was reported by a physician, via a sales rep and forwarded by our local affiliate. This case involves a female pt, who was injected with poly-l-lactic acid (sculptra) therapy (dates and treatment details nos). Some time later, multiple nodules appeared. It is unk if any corrective treatment was provided. In 2009, when the pt last visited her physician, the event was still ongoing. Reporter's causality assessment: possible. Addendum for follow-up info received on 10/19/2009: the physician reported that the pt received three sessions of poly-l-lactic acid therapy, which were administered by another physician. Treatment details: first session: details unk. Second and third session: date: 2008; 2009; dilution volume: 6 ml plus unspecified volume of lidocaine; amount injected: not specified; batch: 1a7021; regions injected: face (nos). Onset date of nodules not provided, although physician diagnosed nodules when the pt visited four months later. Relevant medical history included botulinum toxin type 1 (botox) therapy several years ago. Reporter's causality assessment: probable.